Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized into the intensive care unit (ICU) for 5 days, due to high blood glucose (bg) levels of 40 mmol/l (720 mg/dl) and ketones, while wearing the pod on the leg between 4 and 24 hours. 4 other pods were placed trying to correct the hyperglycemia but it did not decrease. As treatment, insulin was administered (method unknown). The pod was discarded.